Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify insulin flow blocked alarms or vibrate anomaly due to blank display. Also, received with moisture damage on the motor and force sensor. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had vibrate anomaly. Customer¿s blood glucose was 422 mg/dl which was treated with injection. Customer had been off the insulin pump for months. Customer was performed self test and insulin pump vibrated during the vibrate test portion. Customer did self test twice and insulin pump not vibrating confirmed. Customer also stated that the insulin pump had insulin flow block issue months back. The insulin pump will be returned for analysis.